Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.